Event description:
Report 1 of 2 the facility reported a total of two infusors to baxter that had a higher part broken on the device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed. The coil cap was separated from the sv cover. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
It was reported that patient underwent bilateral knee arthroplasty on (B)(6) 2010. Subsequently, the patient's left knee was revised to a total knee on (B)(6) 2010, due to infection. The femoral, tibial, and tibial bearing components were removed and replaced.